Manufacturer narrative:
Product analysis #(B)(4). Brief description of complaint: prior to a procedure, it was identified that the wrong product size was in the package. They needed 777-120bt and inside was a 777-115bt. There was no patient involved in this event. Investigation conclusion: the reported issue was not confirmed. The complaint device returned was different than the expected sized wand, as an intact¿ gen1 15mm wand was returned instead of the reported gen1 20mm wand. However, the returned display box clearly indicates the 15mm size, which correlates to the received device. Additionally, the device was used despite the customer¿s allegation of the incorrect size and use on the patient resulted in a wire break and unsuccessful capture, as evidence by no specimen present within the enclosed wire basket. This finding directly contradicts the customer¿s explicit statement that ¿there was no patient involvement¿. The cause of the wire break could not be determined based upon visual inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
Failure found during analysis, the intact wand wire was fracture upon return for investigation. The failure was found during analysis; therefore, patient information is not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.